Event description:
It was reported that after the implant procedure of a right atrial leadless pacemaker (ralp) that pacing anomalies were noted. Device interrogation revealed undersensing, increased pacing threshold, and failure to capture on the ralp. It was noted that there was difficulty separation of the ralp from the catheter at the time of implant. Chest x-ray was performed and revealed that the ralp had dislodged and migrated to the pulmonary artery. The physician elected to explant and replaced the ralp. There were no patient consequences.